Event description:
It was reported to boston scientific corporation that during a therapeutic endoscopic retrograde cholangiopancreatography with lithotripsy (female patient), using a trapezoid rx lithotripter the tip of the basket detached from the device. The detachment occurred as the device was going down the scope into the duodenum. The tip could not be located; no subsequent attempt was made to retrieve it. The patient's condition was reported as "fine."

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.